Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency light, such as the emergency light lump burning out due to mechanical impact or power supply. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing the subject device gave error e207 which indicated the emergency lamp had failed. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and confirmed that error e207 was occurred due to emergency light lamp in the subject device had burned out.